Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up to an error. It was noted the programmer came in without a stylus. (B)(4).

Event description:
It was reported that when turned on, the programmer displayed an error message. A disc was used to try and resolve the issue to no avail. The programmer was returned for repair. There was no patient involvement.